Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-01095. It was reported the patient was diagnosed with an infection approximately (B)(6) 2018. The lead and ipg sites were both infected. Cultures were not taken. The patient was prescribed antibiotics and visited the hospital for treatment. The infection has resolved and the patient has returned to work.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-01095. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the entire scs system was explanted. The patient informed the abbott representaive on (B)(6) 2018 of the explant. The abbott representative was unaware of any cultures obtained and the patient was prescribed oral antibiotics. Infection has resolved.